Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had low impedance. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 8042b, implantable pulse generator (ipg), implanted: (B)(6) 2009; product ID: 4024-58, implantable pacing lead, implanted: (B)(6) 1997. (B)(4).